Manufacturer narrative:
The analysis of all gathered information is ongoing. The results of this analysis will be provided to the follow-up report.

Event description:
On 09 mar 2020 arjo was informed about 2 patients falls from arjo citadel bed. Incidents occurred in (B)(6) in the us. It was reported that the alarm was not working and the safety side rails were in a raised position at the time of incidents, however patients have climbed out of the beds. There was no information regarding the injury sustained by the patients. Despite several attempts to obtain additional information, the facility did not respond to our queries.

Manufacturer narrative:
On (B)(6) 2020 arjo was informed about two incidents with the involvement of two different patients that occurred in (B)(6) in the us (submitted under two separate regulatory reports using the following establishment numbers: 3007420694-2020-00075; 3007420694-2020-00076). It was reported that two patients fell out of a citadel bed. In both cases, the alarm was not working and the safety side rails were in a raised position at the time of incidents, however patients have climbed out of the bed. There was no information regarding the injury sustained by the patients. Despite several attempts to obtain additional information, the facility did not respond to our queries. It was not possible to determine whether the same citadel bed was involved in reported patient¿s fall or whether it was 2 different beds. Based on all information gathered it could not be confirmed whether the varizone movement detection alarm (which, as per device design, is activated when the patient moves on the bed) was properly activated and the correct movement sensitivity trigger was set. This alarm may detect (depending on the settings) from small to the large movements, including movements when a patient exit the bed. The alarm functionality and settings could not be verified by arjo technicians. Referring to the complaint description, the involved patients climbed through the bed rails, which is against the safe use of arjo citadel bed. To ensure the safety of our products the instructions for use (830.213 rev. G) dedicated to citadel bed frame system include the following information: ¿to minimize risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended¿ ¿ (¿) caregivers should assess risk and benefits of side rail/ restraint use in conjunction with individual patient needs.¿ ¿before using patient movement detection, verify that the alarm can be easily hard by caregivers. Example: at the nurse¿s station.¿ to sum up, the arjo bed was used for patient treatment during the reported fall and therefore played a role in the event. Due to limited information, it was not possible to determine which citadel bed was involved, whether that bed failed to meet its specifications in regards to alleged alarm failure, and whether the bed caused or contributed to the reported events. It was decided to report this event due to the patient fall from arjo bed.